Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the trial patient had discharge at the right lead site in the thoracic area during the trial lead pull. The circumstances that led to the issue were reported to be that the patient was non-compliant and showered during their trial. It was reported that oral antibiotics were prescribed to the patient and it was unknown if the issue was resolved at the time. The patient was reported to be alive with no injury. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they did not know if the discharge at the lead site had been resolved. It was reported that the patient had received a lumbar MRI with contrast. It was indicated that the provided information had been confirmed. The wireless neurostimulator (wens) serial number was also reported. No further complications were reported/anticipated.